Event description:
The iab was inserted into the pt on 5/2/97 at 7:30 a.m. On 5/4/97 after iabp for 50.5 hrs, the dr had difficulty removing the iab. As a result from the event, a hematoma formed. The iab was not returned to datascope for eval. (Event complications: a hematoma formed-reported 6/30/97). (Pt's current status: discharged-rpt'd 6/30/97).